Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is making a different vibrate noise for the last 2 weeks. Customer stated that the vibration maybe harder. Customer's blood glucose was between 40 and 500 mg/dl. The customer treated the low blood glucose by eating and the highs with the insulin pump and manual injection. Customer stated that the issues with blood glucose levels have caused her eyesight to get worse. Customer states that she is taking pills for her insulin resistance. Customer was driving at the time of the call and was unable to troubleshoot.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer called again regarding the insulin pump's vibration. She thinks it may be stronger and louder than what she is used to. The customer stated that the insulin pump did not vibrate when they pressed act after using up arrow to set a bolus amount. The insulin pump vibrated during the self-test. Advised customer to monitor the insulin pump and if it continues giving her issues to call back. The customer's blood glucose was unknown.